Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator was being returned for remediation. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device it was observed that the screen was previously damaged, the rubber feet are missing, and the handle needs to be replaced. There were no visible foam particles observed in the device. The lcd screen failed during functional testing. The device came in only for remediation and was sent back unrepaired after the pm tests were performed. The pm run-in test and pm test were successfully performed on the device.